Event description:
It was reported the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (600 mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer was treated with insulin injections, and was released from the hosp on (B)(6) 2015.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.